Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was treated for their blood glucose. The mother attributed the customer's high blood glucose to hormonal changes. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.